Event description:
During an esophagogastroduodenoscopy (egd), three (3) cook instinct endoscopic hemoclips were used to treat a duodenal ulcer. The pt was experiencing bleeding. The clip was attached onto the tissue site and was extremely hard to release from the deployment device. Eventually, the clip was able to be successfully released onto the tissue. This observation was made with all three (3) of the cook clipping devices used. The procedure was finished with the devices in question. The pt expired. However, according to the initial reporter, there was no stated impact to the pt due to the use of the clipping devices. The pt was described as extremely ill and the reporting facility contact person does not believe this is a clip related death and further indicated their risk management department is not treating this as a product failure complication death. A section of the device other than the intended clip did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
Only unused from various lot numbers were made available for eval. See MDR 103905-2013-00735 for results. W3246084 mfg date 01/29/2013; exp date: 01/29/2016, w3246065 mfg date 01/29/2013; exp. Date 01/29/2016, w3257165: mfg date 03/01/2013; exp date 03/01/2016, w3257169: mfg date 03/01/2013; exp date 03/01/2016, w3256532: mfg date 03/04/2013; exp date 03/04/2016, w3264989: mfg date 03/19/2013; exp date 03/19/2016, w3264336: mfg date 03/20/2013; exp date 03/20/2016. See mdrs 1037905-2013-00735, 00736 and 00737. Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history records for the lot numbers returned as part of this report were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation on the used product because the used product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (I. E. Difficulty with clip release) can lead to damage of device components as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.